Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain/pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") in an adult female patient who had essure (batch no: c76452) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included allergic reaction to analgesics. Previously administered products included for an unreported indication: birth control pills. Concomitant products included lisinopril. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain upper ("pain was located in my stomach area"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("severe abdominal pain"). On (B)(6) 2015, the patient experienced migraine ("migraine /headaches") and headache ("headaches/ migraine"). On an unknown date, the patient experienced back pain ("lower back pain"), menstruation irregular ("irregular menstrual cycles"), alopecia ("hair loss") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (partial hysterectomy, salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, abdominal pain upper and abdominal pain lower had resolved, the menstruation irregular and headache outcome was unknown and the migraine and alopecia had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, genital haemorrhage, headache, menstruation irregular, migraine and pelvic pain to be related to essure. The reporter commented: patient tolerated procedure well. There were 4 coils cm the right with 2 exposed, and 5 coils on the left with 2 exposed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2019: new pfs received- outcome of events migraine and hair loss from unknown to not recovered/not resolved were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain/pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") in an adult female patient who had essure (batch no. C76452) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included allergic reaction to analgesics. Previously administered products included for an unreported indication: birth control pills. Concomitant products included lisinopril. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain upper ("pain was located in my stomach area"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), migraine ("migraine headaches") and headache ("headaches"). On an unknown date, the patient experienced back pain ("lower back pain"), menstruation irregular ("irregular menstrual cycles"), alopecia ("hair loss") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy in order to remove essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, abdominal pain upper and abdominal pain lower had resolved and the menstruation irregular, migraine, headache and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, genital haemorrhage, headache, menstruation irregular, migraine and pelvic pain to be related to essure. The reporter commented: patient tolerated procedure well. There were 4 coils cm the right with 2 exposed, and 5 coils on the left with 2 exposed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of product technical complaint. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain/pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") in an adult female patient who had essure (batch no. C76452) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included allergic reaction to analgesics. Previously administered products included for an unreported indication: birth control pills. Concomitant products included lisinopril. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain upper ("pain was located in my stomach area"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), migraine ("migraine headaches") and headache ("headaches"). On an unknown date, the patient experienced back pain ("lower back pain"), menstruation irregular ("irregular menstrual cycles"), alopecia ("hair loss") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomyin order to remove essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, abdominal pain upper and abdominal pain lower had resolved and the menstruation irregular, migraine, headache and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, genital haemorrhage, headache, menstruation irregular, migraine and pelvic pain to be related to essure. The reporter commented: patient tolerated procedure well. There were 4 coils cm the right with 2 exposed, and 5 coils on the left with 2 exposed. Most recent follow-up information incorporated above includes: on 2-nov-2018: medical record received. Reporter added. Lot number and insertion date added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain/pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's previously administered products included for an unreported indication: birth control pills. Concomitant products included lisinopril. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain upper ("pain was located in my stomach area"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), migraine ("migraine headaches") and headache ("headaches"). On an unknown date, the patient experienced back pain ("lower back pain"), menstruation irregular ("irregular menstrual cycles"), alopecia ("hair loss") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomyin order to remove essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, abdominal pain upper and abdominal pain lower had resolved and the menstruation irregular, migraine, headache and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, genital haemorrhage, headache, menstruation irregular, migraine and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 26-jul-2018: plaintiff fact sheet received. Events headaches, hair loss, stomach pain & device monitoring procedure not performed. Concomitant & historical drugs , conditions are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("severe abdominal pain/ severe cramping"). On an unknown date, the patient experienced back pain ("lower back pain"), menstruation irregular ("irregular menstrual cycles") and migraine ("migraine headaches"). The patient was treated with surgery (hysterectomy in order to remove essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, menstruation irregular and migraine outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, menstruation irregular, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.